Manufacturer narrative:
All batches are released according to the required specifications and all initial testing results are within specification. Information of batch records compounding and filling were reviewed with no remarks related to sterilization of raw materials, equipment, components and product sterilization. All results of chemical and microbiological tests were within specification. No sample was returned for evaluation however, our lab has tested the retain sample and all results are conforming to the specifications for the tested parameters. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of the adverse event related complaint include a solution quality issue, but this is unlikely as chemistry and microbiology data must meet requirements prior to release of the product. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. Based on the investigation results and the available data, no non conformity is identified. Further trending is performed as per standard procedure. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A nurse reported that viscoelastic product was used during a cataract surgery in which the patient experienced post-operative endophthalmitis or toxic anterior segment syndrome (tass) with eye pain and a drop in visual acuity. The symptoms have resolved after medical and surgical intervention was performed. Additional information has been requested.